Event description:
This case was reported by a (B)(6), and described the occurrence of neuropathy in a male pt, who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. The pt has worn dentures for approximately eight years. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt was "diagnosed with copper-deficiency-induced myelopathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." Super poligrip was discontinued. At the time of reporting, the pt continued to suffer from "profound and permanent neurological and other injuries due to his super poligrip use, which injuries have left plaintiff unable to perform his normal, customary and daily activities." The claim also stated that due to absorption and/or ingestion of zinc, the pt suffered serious side effects, including but not limited to, neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4)and neither the product nor lot number for this product is available. (B)(4)